Event description:
New information received notes that the left ventricular lead exhibited high capture threshold resulted in loss of capture.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Double-bend was measured to be within specification.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a pre-discharge x-ray post-procedure. It was noted that the left ventricular lead had dislodged and pulled back into the coronary sinus (cs), resulting in a high capture threshold. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced with a larger lead to better fit the size of the patient¿s coronary sinus (cs). The patient was in stable condition.